Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were chronically high thresholds observed on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.